Manufacturer narrative:
The concomitant product has been added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018. Customer¿s low blood glucose value was 22 mg/dl. Customer also stated that the they experienced a high blood glucose and the high blood glucose value was 600 mg/dl. Customer had a symptom like food poisoning. Customer was treated with insulin drip. Customer stated that he drive support cap was normal. The product will return for the analysis.